Manufacturer narrative:
Investigation confirmed the software responded in an unexpected way during use in an unanticipated scenario. As part of ongoing improvement efforts, spectrum medical will consider this event in future software iterations.

Event description:
User reported that system operated unexpectedly by delivering volume to the patient when intending to remove volume. There was no patient harm.